Event description:
Medtronic received information that during the implant of this mechanical valve, the valve leaflet motion was blocked. The valve was replaced with a non-medtronic mechanical valve with no adverse patient effects reported. It is unknown if the impingement was anatomical or sub-valvular tissue, however, it was reported that impingement tissue was removed.

Manufacturer narrative:
Product analysis: the product has been returned and continues to undergo analysis. Conclusion: upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed no anomalies on the carbon subassembly. The valve leaflets were fully mobile. All dimensions of the carbon components and stiffening ring met the engineering specifications. Functional testing of the valve revealed no anomalies. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The root cause of the valve leaflet motion being blocked could not be determined as the leaflets were dimensionally to specification and fully mobile upon analysis. It was reported that impingement tissue had been removed, which likely could be the cause of the leaflet not moving properly. The open pivot IFU cautions, ¿testing of leaflet motion must only be done with the enclosed blue leaflet actuator. Use of another instrument may damage the valve. If the leaflets do not move freely due to contact with tissue, the valve orifice may be rotated to a more optimal position. Rotate the orifice only after the suture knots have been tied, securing the cuff to the tissue annulus.¿ (B)(6). (B)(4).